Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection determined that the set was fully primed upon arrival. The nutrition was dried within the tubing, so functional flow testing was not able to be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a colleague compatible solution administration set with filter would not prime. The device was being primed with ¿nutrition¿ when the malfunction occurred. The reporter noted that the ¿chamber was obstructed¿. There was no patient involvement. Additional information was requested and is not available.